Event description:
Follow up information received reported that it was believed the patient's ins was at end-of-service (eos) and began to act "erratic ally". It was noted that the device had been implanted for over 9 years and that the patient appeared not to be receiving therapeutic benefit at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced a loss of therapeutic effect following implantation of a spinal cord stimulator. Additional information was requested, but was not available at the time of this report.